Event description:
Customer is reporting a photoactivation module leak name and function of complainant same as reporter. Customer reported the event that occurred in (B)(6) of 2013 (customer could not recall the exact date). The event was reported on (B)(6) 2013. During the treatment procedure, in the 6th cycle, the instrument began to alarm with the description "blood pump error". The bag that is located in front of the equipment was observed to be filled with air. The operator opened the photoactivation lid and found the photoplate cracked and uneven. The operator noted that blood was observed inside of the instrument. The customer did not return the product for investigation.

Manufacturer narrative:
A review of lot file a768 was performed. There were no nonconformances associated with this lot. This lot met all release requirements. A review of complaints received for lot a768 was performed. There were no other complaints of photoactivation module leaks or cracks reported to date for this lot. No trends were detected. This assessment is based on the information available at the time of the investigation. No product was returned by the customer for investigation. Therefore, the root cause of the leak could not be determined based solely on the information provided by the customer. Refer to CAPA (B)(4)for late reporting justification. (B)(4).